Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor drainage was insufficient during the process after cleaning and rinsing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields h6. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is that the remaining water has flowed back from the wastewater, so it is possible that the backflowing wastewater may come into contact with the endoscope after the reprocessor, causing infection. Cause traced to known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.